Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause could not be identified because the subject device was not returned for evaluation.   Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. Three attempts were carried out to obtain additional information, but no response was received from the customer as the attempts were documented within the evaluation section of the complaint. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the xenon light source has on-going communication errors b-30 with multiple scopes and in multiple rooms. It is unknown when the issue was found. There were no reports of patient harm.